Event description:
Healthcare professional reported "minimal laminar fluid collection", "slight capsular thickening", "suggesting incipient signs of contracture", "baker grade IV capsular contracture", "visible deformity and pain", "chest pain", "change in shape and hardening" and "slight rotation of the right breast" with MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.